Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing a blank display screen. Customer reported that battery and battery tube was corroded. Customer's blood glucose was 151 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded after cleaning. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component on the mother board also with corroded battery tube. No blank display anomaly noted. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.